Event description:
The biomedical engineer reported that the bedside monitor (bsm) failed to alarm for a vf rhythm while this bsm was monitoring the transmitter was in zm-view (monitoring transmitters). We have inquired multiple times for the patient status but have not received any responses from the customer.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that they missed v-fib alarm. Service requested: troubleshooting. Service provided: the customer provided nk with the logs to conduct investigation. An irc was initiated and nkc evaluated the incidence. Investigation result: the mu-631ra; sn: (B)(6) was placed into service on 06/30/18, which is less than 1 year at the time of the reported issue. A review of device history found no previously reported issue with the unit or nka servicing. Similar tickets using "mu-631ra missed v-fib alarm" and "mu0631ra missed vfib alarm" gave no results. Similar tickets using "mu-631ra missed alarm" gave the following result: 53533- missed alarm; root cause: unknown based on the device service history and similar search query, no adverse trend is suspected with the device. An irc (irc-nka300164829) was initiated for this issue. Per irc, the device captured ventricular fibrillation at 12:08:31. However at 12:27:50 the ventricular fibrillation rhythm is mixed with noise spikes. To detect ventricular fibrillation the vfib waveform needs no noise for 4-5 seconds. But the ventricular fibrillation waveform without noise is only 2-3 seconds (see ventricular fibrillation analysis in the attachments). In addition, there is signal loss both before and after the vf waveform. The user environment caused noise like spike and signal loss which affected the ventricular fibrillation judgement. The root cause of the issue was determined to be noise interference at the customer's site. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects. Corrected information: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be 03/21/2019 not 04/18/2019 as listed on MDR initial report.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) failed to alarm for a vf rhythm while this bsm was monitoring the transmitter was in zm-view (monitoring transmitters). We have inquired multiple times for the patient status but have not received any responses from the customer. Investigation results: the rhythm was evaluation by nihon kohden corporation. It is clear that the device captured vf at 12:08:31. However at 12:27:50 the vf rhythm is mixed with noise spikes. Vf needs no noise for 4-5 seconds. But the vf waveform without noise is only 2-3 seconds. In addition there is signal loss both before and after the vf waveform. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) failed to alarm for a vf rhythm while this bsm was monitoring the transmitter was in zm-view (monitoring transmitters). We have inquired multiple times for the patient status but have not received any responses from the customer.